Event description:
The event was reported via a health authority. During a coronary pulmonary artery occlusion procedure, the physician used a 4mm x 8cm orbit galaxy complex xtrasoft coil (640cx0408 / 30723394) and a thrombus occurred. The procedure was immediately stopped. On 26-oct-2023, it was indicated that additional information related to the reported event is not available.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone: (B)(6). A review of manufacturing documentation associated with this lot: (30723394) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Thrombosis is a known potential complication associated with the use of the orbit galaxy xtrasoft device and is listed in the instructions for use (IFU) as emboli. There were no alleged quality issues/malfunctions related to the device, as the device performed as intended. Since the event occurred intraoperatively, the correlating relationship between the event and the used device cannot be ruled out. Additionally, the event resulted in the absence of treatment for the patient, and the severity of the event is unknown. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.